Manufacturer narrative:
Since the customer information has not been provided in the medwatch report, getinge cannot evaluate the iabp in connection with this event and it is not known if the device will be returned. As per sop 01-061, this complaint is being closed. If information is received, we will reopen and update the complaint. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
Taken from medwatch report#: mw5091933. During intra-aortic balloon pump assessment, it was noted that blood was in the gas line due to a catheter rupture. The gas line was disconnected from the pt and clamped. Related to balloon complaint#: (B)(4).